Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the reported tissue damage resulting in single leaflet device attachment (slda) could not be determined. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn leaflet and single leaflet device attachment (slda), requiring surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2 with a reduction in mr. A second clip was implanted lateral to the first clip; however, after deployment, the mr increased and the anterior leaflet was noted to be perforated. Ten minutes later, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda) and the mr increased again. A third clip was implanted lateral to stabilize the second clip; however, the mr was not able to be reduced and remained at 4. The procedure was aborted and the patient sent to mitral valve replacement surgery where all the clips were explanted and the valve replaced. No additional information was provided.